Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2011 due to stress urinary incontinence, rectocele, cystocele and pelvic organ prolapse with concurrent cystoscopy with hydrodistention, anterior and posterior colporrhaphy and bilateral sacrospinous fixation. It was also reported that the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. (B)(4).